Manufacturer narrative:
(B)(4). Date sent: 1/6/2016. Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a semi-open pneumonectomy, the clip fell off the applier at feeding. Then, it was found that the clip was distorted. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The four batches associated with the lot number provided are as follows: batch #: m52e3r; manufactured date: 02/04/2015; product exp. Date: 01/04/2020. Batch #: m52c7t; manufactured date: 01/31/2015; product exp. Date: 12/31/2019. Batch #: m52a5x.; manufactured date: 01/28/2015; product exp. Date: 12/28/2019. Batch #: m5260k; manufactured date: 01/20/2015; product exp. Date: 12/20/2019. The analysis results confirmed that the lt200 cartridge was received in good visual condition with two clips loaded on the cartridge. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.